Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had off no power. Customer¿s blood glucose level was unknown. Customer stated that it was beeping no power and had a new battery in and tried all the battery I had but nothing would work and now have a dead pump. Troubleshoot was performed for off no power. Customer stated that they did not get a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer states there were unattended alarms. The customer was advised to monitor the pump and the pump will be replaced. The insulin pump will not be returned for analysis.